Event description:
Medtronic navigational bronchoscopy catheter/forceps was being used, going into and out of the plastic catheter. Plastic apparently sheared off during this repetitive process while attempting to go around the 180-degree bend catheter style to access the left lung nodule. At first the shreds were hair thin and during video, it became more obvious that it was plastic and was sent to pathology for closer review. It is unclear if any hair-like shreds ended up in the lung or not. Excessive force was not used during the procedure but the provider did mention that he felt resistance at the point of the bend. Surgeon feels that any of the shreds will be coughed out. He did not feel that the patient was harmed or in danger. Attempts were made to reach the medtronic representative by surgery staff. The device nor the identifying wraps were not retained by staff so we don't know the lot number or reference numbers on this particular 180-degree catheter.